Manufacturer narrative:
Continuation of d10: product ID neu_unknown_ext lot# serial# unknown implanted: explanted: product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown. B2. Other: infection h6 codes belong to the extension. G2. Foreign: switzerland medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was a call because there was pain on the external extension 4 days before the implantation, they were asked to come to see below the dressing and they saw at the emergence of the external extension, it was slightly inflamed, slightly suppurating so they performed medical or non-surgical intervention and cut the external extension and did a dry dressing on (B)(6) 2025 and all was fine. The event resulted in an urgent care visit. The etiology was not related to the device or therapy but listed as probable for being related to the implant procedure. The outcome was listed as resolved without sequelae (B)(6) 2025. The patient's age at consent was 42. Additional information was received. It was reported that per the "procedure crf", the extension was not used. And as per the adverse event reported- pain on the emergence of the external extension, the external extension near the skin was cut on (B)(6) 2025. Additional information was received. It was reported that no antibiotics were administered for treating this event, the event was resolved on (B)(6) 2025. The external extension was cut on (B)(6) 2025 and they did a dry dressing on (B)(6) 2025 and all was fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a manufacturer representative reporting that the extension will be explanted when the ins gets implanted.

Manufacturer narrative:
Continuation of d10: product ID 37081-40 lot# serial# (B)(6) product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.